Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient had inaccurate cgm values 7 days after the sensor was inserted into the arm. On (B)(6) 2023, the patient was at the gas station. He started to feel dizzy and began to stumble. A bystander came to help the patient. She stabilized him and sat him down in his car. The patient¿s cgm was reading 50 mg/dl. Another bystander brought the patient some orange juice to drink and called for an ambulance. Once the ambulance arrived, the patient¿s bg meter reading was 21 mg/dl while the cgm was still reading 50 mg/dl. The patient refused any treatment from the paramedics as he already had the orange juice and was starting to feel better. The ambulance did drive the patient home. Once the patient was home, he ¿ate a meal¿ to ensure his bg continued to normalize. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.